Manufacturer narrative:
Other, other text: b5: updated with additional information. H6: patient code updated to reflect code 4582. H10 ?device evaluation: one cadd solis pump was returned for investigation in used condition. The event history log (ehl) was not available for analysis. The customer reported downstream occlusion (dso) alarm was not replicated during functional testing. The source of the customer reported dso alarm was unknown. A root cause was not established.

Event description:
It was further reported that the product problem occurred during routine preventative maintenance.

Event description:
Information received a smiths mediical ambulatory infusion pumps/cadd solis vip pumps - 2120 alarmed downstream occlusion. No patient adverse events reported.